Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right atrial (ra) lead were explanted due to a system infection. Of note, a competitive right ventricular lead was also explanted at the time.

Manufacturer narrative:
Available information suggests that this ra lead was discarded after the procedure, and will not be returned to boston scientific. A request was made to have the explanted device returned. This event will be updated if any additional information becomes available.